Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. After completion of (afib) treatment, echocardiography was performed to confirm the heart, and pericardial effusion was found. During the procedure, they had difficulty in respiratory management for patient, and there was a scene in which about 70 g of contact force (cf) was temporarily generated due to the influence of large inspiration during ablation. Otherwise, there were no changes in impedance. There were no abnormalities in carto3-related equipment or consumables. The details of the cause were unknown. Pericardial drainage was performed. The patient returned to the room and was followed up on. About 80 ml of pericardial fluid was drained, and the patient was doing well. The patient was discharged from the hospital on (B)(6) (procedure date was (B)(6)). Prolonged hospitalization was not required (including planned hospitalization). The physician stated that because of the pericardial effusion before ablation (abl) was not confirmed, it was also unknown whether the pericardial effusion had originally accumulated before abl. It is not clear if the sac fluid was already accumulated in the heart before abl. The physician considered the event non-serious (moderate/ slight). The relationship with this product was not mentioned. The patient had no relevant history or laboratory test values. The physician¿s opinion on the cause of this adverse event is that it is procedure related. Patient outcome of the adverse event was reported as improved. The generator used was a smartablate. Prior to noting the CT, ablation was performed and there was no evidence of a steam pop. The event occurred post procedure. The correct catheter settings were selected on the generator and the pump switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The transeptal puncture was performed with a leftee 8.5fr (jll), sl0 8fr (abbot), preface 8fr (bwi) and a rf needle (jll). The devices were used according to the manual with no abnormalities while using the product. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30642552l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).